Event description:
A distributor reported that a breg post-op shoe sole fell off the shoe after being used for approximately 1 week. There was no injury reported and no information regarding the patient/user. The device was returned to breg for evaluation.